Manufacturer narrative:
A review of the manufacturing records associated with this device indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The device was not returned for analysis as it remains implanted in the patient; therefore, a technical analysis could not be performed. A labeling review was conducted using the directions for use (dfu). The product labeling indicates that undesirable sensations and tingling may be potential risks associated with the use of deep brain stimulation (dbs) therapy. Additionally, it was reported that the dbs system was implanted for the indication of dystonia, which is not listed as an approved indication for use of the dbs system. The ipg was not returned as it remains implanted in the patient. As such, physical analysis has not been conducted in our laboratory. Engineers concluded that there is insufficient objective evidence to establish a definitive cause for the reported tingling and shock like sensations.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced tingling and shock like sensations that ran down her neck and fingers resulting in an inability to sleep. An impedance check was performed and revealed no impedances. The patient was advised to follow up with the physician about the sensations she has experienced. The ipg remains implanted.